Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on 06/28/2023. On (B)(6) 2023, the patient experienced a failed sensor after warmup which occurred 6 days after the sensor had been inserted in the abdomen. The reporter stated that the patient has a learning disability and that he does not understand it when the sensor fails. Also because of this, the patient to do fingerstick ¿is unbearably hard¿. The reporter stated that after the sensor failure the blood sugar level went ¿out of control¿ and the day after the sensor failure, the patient was brought to the hospital by an ambulance. The patient was in a "critical condition" according to the reporter, but no symptoms were reported. At the time of the report the patient was in the intensive care unit (ICU) for a total of 2 days, but was stable, and was going to be sent home soon. No specific treatment was documented from the time in the hospital, but it was noted that the patient¿s normal insulin is humalog. There was no information reported about what treatment the patient received in the first day the patient was without a working sensor, and the reporter declined to give more information. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.